Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6)-year-old male patient, the device took an extended time to charge energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation received the device and the device performed to specification. The device passed all testing including multiple 200j charge tests using a fully charged, known good battery without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows no evidence that the device was slow to charge on the event date. All charge events are within specification. Per the operator's guide: it is normal operation for the device to begin to experience a slower charge rate (>7 seconds) after the first 15 charges to 200 joules with a fully charged battery. For the 16th discharge at maximum energy, the charge time should be less than 10 seconds and partial or depleted batteries should be less than 25 seconds. Analysis of reports of this type has not identified an increase in trend.